Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device and/or receiver occurred. No additional patient or event information is available. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it has 0 voltage. The share log was reviewed and did not show a pairing failure but a transmitter failure error was observed. The customer complaint of a pairing failure was not confirmed. The root cause could not be determined. The reported issue of a pairing failure is reportable based on the finding of a transmitter failure error.